Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The device evaluation has begun, but is yet to be completed.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few weeks after it was first implanted. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. As result, the lead was extracted and replaced with an alternate.

Manufacturer narrative:
This ingevity lead was returned to boston scientific post market quality assurance laboratory. Visual inspection found body fluid around the helix. The helix inner coil was found deformed/stretched near the tip. This finding may have contributed to the observed difficulty re-extending the helix. No test was performed in the helix mechanism due to dried blood blocked passage of a stylet. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Inspections of the electrode tip found no anomalies. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported dislodgment. Detailed analysis concluded the design of the product was inadequate for the purpose it was used.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few weeks after it was first implanted. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. As result, the lead was extracted and replaced with an alternate.